Manufacturer narrative:
Date sent to the FDA: 08/26/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2017 during which the surgeon noted we were able to locate incarcerated small bowel and disrupted anterior abdominal wall mesh. We dissected and had extensive adhesions along this area. We were able to dissect down, adhered to the underside of the mesh with area of kinked bowel was a large portion of small bowel approximately 20 cm in length. It was intertwined and dusky in appearance. It was densely adherent to the mesh and also areas of mesh tacking which were intertwined. It was reported that the patient experienced severe pain, inflammation, small bowel obstruction, hernia shock, sepsis, bowel and omentum adhesions. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 05/13/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.